Event description:
It was reported that this implantable pacemaker device was suspected of premature battery depletion (pbd). Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services consultant recommended replacement. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device was suspected of premature battery depletion (pbd). Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services consultant recommended replacement. This device was explanted and replaced. No additional adverse patient effects were reported.